Event description:
My ability to breath has declined significantly, I have had sinus pain/infection, dry cough, confusion, that has become worse as I have continued to use my bipap machine. I have noticed a black sticky film that floats in the water and sticks to the bottom of the reservoir every couple of weeks that I clean out. FDA safety report ID# (B)(4).